Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis. The reported blood glucose reading at the time of the call was 309 mg/dl. The customer stated that her blood glucose levels went high because she had not checked her blood glucose levels or treated all day. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.